Event description:
Per the clinic, the patient reported experiencing a swollen skin flap. Subsequently, the patient underwent surgical exploration of the edema on (B)(6) 2026. During the procedure, the surgeon decided to explant the device.there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.